Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight, ethnicity and race were not provided for reporting. UDI: (B)(4). Upc = (B)(4). Lot number = 18519d. Expiration date= na. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on jul 04, 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with listerine ultraclean access flosser replace heads mint USA. Consumer stated the flosser head separated from the handle inside her mouth on first use of the product. The consumer feared the separated flosser head could be swallowed. This is all the known information at this time. There was no adverse event reported.